Event description:
It was reported that approximately three days after this pacemaker system was implanted, the patient was being treated for pericardial effusion which the physician suspected was caused by a right atrium perforation. Patient was hospitalized and pericardiocentesis was performed. The right atrial (ra) lead exhibited loss of capture, however the physician decided to explant and replace both the ra lead and this right ventricular (rv) lead. The devices are expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that approximately three days after this pacemaker system was implanted, the patient presented with a pericardial effusion which the physician suspected was caused by a perforation. The physician decided to explant and replace this right ventricular (rv) lead and performed a pericardiocentesis. This lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found no anomalies. Helix testing noted dried blood in the helix housing and the helix mechanism was non-functional. This is normal for active fixation leads. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.